Event description:
It was reported that there was dirt in the tubing of an easy flow ultra set. This was noted before patient use. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection was performed and did not identify any dirt; however, a black and a brown spot were identified. The spots were embedded in the plastic of the chamber and were not in contact with the fluid pathway. The size of each spot was approximately 0.25 millimeter squared. The cause was determined to be defective material supplied to the manufacturing facility. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. In order to further investigate and address this condition, a CAPA was opened. Additionally, the supplier and personnel involved in the manufacturing process were made aware of this issue. Should additional relevant information become available, a follow up report will be submitted.